Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced a hematoma. The physician obtained single access on the left side and double access on the right side to initiate the pulsed field ablation (pfa) procedure. The physician did not use ultrasound for access. The procedure proceeded normally, and the physician applied manual pressure for closure. The left side closed successfully, but the staff noted that the right side required additional attention due to the faradrive steerable sheath and bsw decanav devices. A versacross connect for faradrive was used for transeptal approach. Approximately, three hours after the patient was transferred to the recovery unit, the cath lab staff were alerted to bleeding at the closure site. Another physician was called in for review on saturday. It was discovered that the ablation physician had accessed the venous portion but inadvertently punctured the artery, resulting in a significant hematoma. The reviewing physician deployed an arterial stent on saturday, and by monday, the hematoma was receding. The patient is expected to make a full recovery. There was no allegation against boston scientific product. The device is not expected to return as it was disposed.

Manufacturer narrative:
Correction in section h6 device code: removed code a23. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced a hematoma. The physician obtained single access on the left side and double access on the right side to initiate the pulsed field ablation (pfa) procedure. The physician did not use ultrasound for access. The procedure proceeded normally, and the physician applied manual pressure for closure. The left side closed successfully, but the staff noted that the right side required additional attention due to the faradrive steerable sheath and bsw decanav devices. A versacross connect for faradrive was used for transeptal approach. Approximately, three hours after the patient was transferred to the recovery unit, the cath lab staff were alerted to bleeding at the closure site. Another physician was called in for review on saturday. It was discovered that the ablation physician had accessed the venous portion but inadvertently punctured the artery, resulting in a significant hematoma. The reviewing physician deployed an arterial stent on saturday, and by monday, the hematoma was receding. The patient is expected to make a full recovery. There was no allegation against boston scientific product. The device is not expected to return as it was disposed.